Event description:
Respiratory therapist (rt) attempted to use this device, nkv-330 on a patient who could possibly need bipap following heated high flow. Rt appropriately assembled device for high flow, plug in appropriately, and set settings to mirror airvo settings of 60 lpm (litres per minute) / 95% fio2 (fraction of inspired oxygen). However rt set the fio2 higher at 100% to meet patient's oxygen demand. However the low oxygen alarm triggered due to the oxygen fio2 feedback was only reading 88-93% fio2, not the set 100%. Rt then re-set up airvo at 60 lpm / 95% fio2 and returned patient to airvo before pulling nkv-330 from service.